Manufacturer narrative:
The sample is forthcoming, once received a MDR supplemental will be filed. (B)(4).

Event description:
It was reported that during an urs while the stone was in the basket, the wires of the basket were broken. One of the wires was adhered in the inner surface of the ureter. Patient underwent an abdominal surgery to remove the stone and basket from the ureter. The patient's condition is good. Per additional information received, via uretoscopy, the stone was 8mm and located in the distal ureter. A semirigid stortz scope and a guide wire were used during the surgery. Extraction was tried before disintegration with the lithoclast. After the basket became stuck, however the lithotripsy was not successful. An open ureterolithotomy was performed to remove the stone and the basket from the patient. The patient remained in the hospital for an additional 2 days, but did not suffer any further complications.